Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose and they had contacted health care professional regarding high blood glucose. The customer's blood glucose level was over 474 mg/dl at time of incident. Customer treated with manual injection and they also stated that they did not feel ok. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.